Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest on (B)(6) 2021. Per review of the download data, the patient received one appropriate treatment in response to vt. The patient received the treatment at 19:50:43. The patient's rhythm at the time of treatment was vt at 180 bpm. The patient's post-shock rhythm was asystole with intermittent cardiac activity. The patient's rhythm returned to a life-sustaining sinus rhythm at 65 bpm at 19:52:22. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient went to the hospital and continued use of the lifevest. Reporting event out of an abundance of caution due to the post-shock asystole.